Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed a blurred image. The issue was found during an unspecified procedure. There were no reports of patient harm. ------------------------------------------------------------------------------- the patient impacted field was updated to ''no'' according to customer's response on due diligence (B)(6). Pms/495795/13-sep-2024. -------------------------------------------------------------------------------- the patient impacted field was updated to "yes" according to the available information on the inquiry. Pms/495795/12-sep-2024.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, g3, g6, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scratched charged coupled device lens, bad video connector and failed water leak test from video connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: bad blurry image due to scratched charged coupled device lens and expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device displayed a blurred image. The issue was found during an unspecified procedure. There were no reports of patient harm. The patient impacted field was updated to ''no'' according to customer's response on due diligence (dd-020726). Pms/495795/13-sep-2024. The patient impacted field was updated to "yes" according to the available information on the inquiry. Pms/495795/12-sep-2024.